Manufacturer narrative:
On 20-dec-2024, additional information was obtained: the instrument was inspected prior to use and no damage was noted. The surgeon was dissecting when the fragment fell into the patient. The surgeon believes that the cause of the instrument breakage is due to inherent reasons. It is unknown how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The fragment fell inside of the patient during an instrument tip collision. The instrument was not removed during the case. The staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal the instrument wrist was straightened. No resistance was noted, and the cannula did not have any damage. No additional damage was noted to the instrument after the event occurred. The staff looked for the fragments via endoscope. The surgeon, the first assistant and the nurse witnessed fragment removal. There were no post operative tests like x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the knife head of the harmonic ace instrument was observed to have a fracture. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial complaint reported that the blade was broken. The blade fracture occurred during the procedure, resulting in a fragment fall into the patient. All fragments were removed from the patient¿s body without any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 0.536" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by intuitive surgical, inc. (Isi). The image is consistent with the alleged complaint. The image shows the blade of the instrument to be broken.